Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead had an apparent fracture and had triggered lia (lead integrity alert) due to an impedance spike and sic (sensing integrity count). The lead was extracted and replaced. It was also reported that during the replacement procedure, a right ventricular lead was attempted to be placed but could not be implanted due to patient's anatomy. The lead was withdrawn and replaced with a new lead. No patient complications have been reported as a result of this event.